Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-1249, reference MFR report: 1627487-2012-1251. It was reported, the pt's scs system was explanted due to numbness in his leg and pain at the midline incision. The doctor did not feel the numbness was related to the system. The pt was implanted for over a year and receiving good coverage, but did not want the system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.